Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached; the fiber tip fell off while the physician was near the bladder neck at 9,265 joules. No pt injury was reported.